Event description:
A malfunction was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller understood and acknowledged.